Event description:
It was reported to philips that the system would not emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing a coronary procedure which was delayed and later completed by moving the patient to another room. The philips remote service engineer (rse) connected with the customer and confirmed that the system was unable to perform fluoroscopy. A review of the system logfile showed that the power on self-test of the fd controller failed which confirmed the reported problem. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found post (power on self-test) was failing on the fdc controller. As a troubleshooting action the fse rebooted the system which resolve the issue. After rebooted the system several more times, the system was returned to use in good working order. The codes were updated based on the investigation outcome.